Event description:
I have smelled a very brief burning odor on numerous occasions during the night since I received this device as a replacement for the recalled dreamstation. I received this ds(dreamstation) in december, 2021. Unfortunately, I have dismissed the odor and actually forgot about it the next morning. Now, I will not be using this machine because it's ludicrous to think I can keep my on it and get a decent night's sleep, which already is difficult enough using my bipap machine. Refer to add'l documents in i2k.